Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a hip scope procedure the anchor broke during insertion. The doctor went to the hard bone drill to open the tunnel but the same issue with four other implants. All was retrieved from the patient. He switched to a push lock and everything worked fine and case was completed successfully. The patient is fine to date.